Event description:
A baby born by cesarean, after being resuscitated and ventilated has been placed in a closed incubator. A flexsat spo2 sensor was put on his foot. The monitor to which the probe was connected was a cardiocap ii, type ch-rs. The baby has been monitored in these conditions for two hours until he had to be transferred to the pediatric services. When the sensor was removed, a burn on the foot was noticed.